Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. Yellow material was observed on the shell surface. The device is severely rented, in addition, it was observed the siltex was delaminated from shell. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. Since the lot number was not provided by the customer, the device history record (DHR) could not be reviewed. If lot number is later provided, the DHR will be reviewed. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. At this time is not possible to determine the origin of the yellow material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient underwent breast augmentation with unknown saline breast prostheses. Bilateral deflation of the breast prostheses was identified. As a result, the patient underwent bilateral removal and replacement with siltex round high profile gel breast prostheses on (B)(6) 2018. This medwatch form is for the left breast prosthesis.